Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed.

Event description:
It was reported that during the implant procedure, as the lead was advanced over a competitor wire through the catheter, the lead exited the catheter into the coronary sinus and it became difficult to advance the lead over the wire. The physician then tried to retract the lead over the wire and felt significant resistance. The lead was eventually backed off the wire and a new wire was placed into the target vein. When attempting to readvance the lead over the new wire, resistance was once again felt. The lead was not used and a new lead was successfully advanced and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.